Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient's caregiver that the patient had vns implanted on (B)(6) 2025, that it was activated on (B)(6) 2025, and that, since then, the patient has had two seizures. The first seizure was on (B)(6) 2025, and the second in the early morning of (B)(6) 2025. She informs that the patient uses medications and that she has not changed the dosages due to the seizures. The doctor is not aware of the events, but the patient has an appointment on (B)(6), 2025, to adjust the device. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Further information received that the patient's seizures are above pre-vns levels. The physician stated that the reported seizure events are not related to vns stimulation, but rather to the patient¿s clinical condition. No specific cause was provided, but other factors that could be contributing to the increase in seizures the patient is experiencing include undergoing medication changes and an intercurrent illness (cold and diarrhea). Both of these factors may have contributed to the worsening of seizure frequency.